Manufacturer narrative:
Implant date- updated to be 45 days prior to the reported event date as the implant date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At the 45-day follow-up appointment, a thrombus was noticed on the face of the closure device. The closure device was positioned at the ostium of the laa. No patient complications were reported.